Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they receive weak signal and lost sensor. The customer's blood glucose level at the time of incident was 50mg/dl. Troubleshoot was conducted. The customer was advised that the issue seems to be more of a natural situation due to previous experiences. The customer was advised to monitor the device and call back if issues persist.